Event description:
It was reported that in the central sterile department of the user facility, it was discovered that the device was broken into two pieces. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Discarded by user.

Event description:
It was reported that in the central sterile department of the user facility, it was discovered that the device was broken into two pieces. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.